Event description:
The patient was treated with the encore system on (B)(6) 2024. On (B)(6) 2025, the physician reported the patient had neck swelling and drainage following surgery and was treated with antibiotics for several months without resolving the symptoms. The physician decided to explant the device.